Manufacturer narrative:
The completed product investigation found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. As a result, evaluation conclusion code "no problem detected" was added.

Event description:
It was reported that the insertable cardiac monitor (icm) was not sending data. The patient advocate rebooted the patient mobile monitor (pmm) but no connection between the phone and the icm was made. The icm was not able to be located. The patient advocate was also concerned the patient was not properly educated on how to use the device. The device remains in service. No adverse patient effects were reported. Additional information from the rep confirmed the insertable cardiac monitor (icm) was monitoring and transmitting data. The rep also confirmed the patient was educated at implant and can also receive additional information at the routine follow ups at the office. The device remains in service. No adverse patient effects were reported. Additional information received that the device was explanted. A different model device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the insertable cardiac monitor (icm) was not sending data. The patient advocate rebooted the patient mobile monitor (pmm) but no connection between the phone and the icm was made. The icm was not able to be located. The patient advocate was also concerned the patient was not properly educated on how to use the device. The device remains in service. No adverse patient effects were reported. Additional information from the rep confirmed the insertable cardiac monitor (icm) was monitoring and transmitting data. The rep also confirmed the patient was educated at implant and can also receive additional information at the routine follow ups at the office. The device remains in service. No adverse patient effects were reported. Additional information received that the device was explanted. A different model device was implanted. No additional adverse patient effects were reported.